Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device¿s touchscreen cracked after the user inadvertently applied pressure while lying on it, and a photo of the damage was provided; the issue involved a fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen and aligned with the reported circumstances. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.